Event description:
It was reported that revision surgery was performed in (B)(6) 2014. The patient has started suffering from headaches and back pains in the last year. When she had a test in 2014, it showed high levels of metal in her blood. Implantation was in 2002.